Event description:
It was reported that "patient with indication for triple-lumen central venous catheter insertion. During the procedure, while advancing the dilator, it failed to enter the puncture site properly due to kinking/bending". Another catheter was used. The patient's current condition is reported as "deceased". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient with indication for triple-lumen central venous catheter insertion. During the procedure, while advancing the dilator, it failed to enter the puncture site properly due to kinking/bending". Another catheter was used. The patient's current condition is reported as "deceased". Several attempts were made to get additional information from the customer; however, further details have not been provided.